Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation- klinsch perfusionist. PMA/510(k)- k130280. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and product-release judgement record of the involved product code/lot# combination was conducted with no findings. (B)(4).

Event description:
The user facility reported the capiox device leaked. The operator found leakage at the blood outlet of reservoir during priming. The procedure outcome was not reported. The patient was not harmed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. The actual sample was received for evaluation. An image was provided by the user; the movie provided by the user showed that a 3/16 adapter was connected to the blood outlet port and leak was observed from the connection area. Visual inspection of the sample revealed a deformity of the blood outlet port to which the 3/16 adapter was attached. No breakage or other visible anomaly was noted in other parts. The actual sample was built into circuit with tube, and colored normal saline was circulated. As a result, leak from the connection between the blood outlet port and the 3/16 adapter was confirmed. The 3/16 adapter was removed from the actual sample. Magnifying inspection of the blood outlet port found no crack or other anomaly that could lead to leak. Magnifying inspection of the 3/16 adapter found no deformation or breakage of screw thread. Simulation test: from the deformation of the blood outlet port of the actual sample, it was assumed that the blood outlet port had been subjected to some load at some point after the adapter was attached to it, leading to the leak. Based on this assumption, an adapter was attached to a factory-retained sample and then a lateral tensile load was applied to the tube. As a result, the blood outlet port was slightly deformed, resulting in a leak. IFU states: ensure that all connected parts including the luer caps, the lock adapters and the port caps are securely affixed. Loose connections may cause contamination or a blood leak. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the blood outlet port of the actual sample was deformed, creating a leak path at the connection with the 3/16 adapter. Since the red cap is attached to the blood outlet port during the manufacturing process and the 3/16 adapter is connected during use, it was thought that some kind of load was applied to the blood outlet port after the 3/16 adapter was connected to it. However, it could not be clarified when the deformation occurred from the condition of the actual sample. The exact cause of the reported event cannot be definitively determined based on the available information.